Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device requested a code and unable to be interrogated. After powering off the programmer and removing the radio frequency antenna, the device was able to be interrogated. Programmer software was updated and did not asked for the code again. The patient was asymptomatic.